Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, there was no "click sound" when the lead was connected to the pulse generator. The physican tugged on the lead and it remained connected. Several days after the procedure, the EKG did not record pacing when the patient bent over.